Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery that was 90% stenosed, moderately tortuous and heavily calcified. A 2.5x12mm traveler rx balloon dilatation catheter (bdc) was soaked and air was aspirated outside the patient anatomy prior to use. The bdc was then advanced to the target lesion and resistance was felt with the patient anatomy. The balloon of the bdc ruptured at 4 atmospheres during the first inflation. During removal of the device, resistance with the patient anatomy was again noted. The procedure was successfully completed using a non-abbott bdc, resulting in no residual stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.